Manufacturer narrative:
During the initial delivery of the light adjustable lens (lal, sn (B)(6), +13.0d), the lens was delivered with the posterior side facing the front of the eye. The surgeon and the patient decided to explant the lal. The lal was explanted on (B)(6) 2023 and another lal (sn (B)(6), +13.0d) was implanted. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal sn (B)(6), +13.0d) was explanted due to being implanted backward. Rxsight's first awareness of this event was on 05/12/2023.